Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review the complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that the guidewire likely caused unwanted interaction with the rv wall during delivery system manipulation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The wire was briefly utilized for a height gain attempt and then retracted. It was noted to be clear on wire check and no wire deformation or kinking. No significant wire pressure was noted prior to wire push or after. Deployment proceeded without incident until full ventricular expansion, at which point hypotension was observed. Echocardiography identified a pericardial effusion. The valve was deployed under echocardiographic guidance. Chest compressions performed during atrial expansion. Valve released quickly as it appeared to have some built up tension and during release the delivery system (ds) may have potentially shifted very minorly and added some pressure onto the wire. The shift was not enough to be noticed by echo and difficult to confirm. The valve was implanted successfully and working appropriately with no leak observed. Pericardiocentesis was performed, and more than 2 liters of blood were removed with no resolution to the effusion. The procedure was converted to a mini sternotomy and pericardial window. The surgeon repaired a small laceration of the right ventricular (rv) wall by stitching the rv which he said the tissue was very friable. The patient was reported to be alive and in stable condition. The interventional cardiologist felt that the patient's history of having prior chest radiation and chemotherapy contributed to the fragility of the rv.